Event description:
The lay user/ reporter called lifescan (lfs) on august 1, 2006 and alleged that his wife's meter was prompting an error 4 message. The medical affairs specialist mailed a letter on august 3, 2006, since the user could not be reached by telephone for further clarification. The patient was unable to test her blood glucose due to the error 4 message. In 2006, at approximately 4:18 pm the patient went to the hospital with dehydration. The patient was treated with insulin and IV fluids. The blood glucose result from the hospital meter is not known. It would have been helpful to know: how long the patient was unable to test on her meter, the actual symptoms as well as when the patient's symptoms began, the patient's medication regimen and any changes that were made to her medication regimen. The patient was using the correct testing technique, the test strips were in goog condition, and the temperature was within range at the time of testing. This complaint is being reported, as the meter issue was not resolved and the patient was given medical intervention at the hospital with IV fluids and insulin. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.